Event description:
A company representative reported that two sahara self-starting screws were not able to lock with a cayman united plate intra-operatively. The procedure was completed successfully with a 30 minute surgical delay and no adverse consequence to the patient. This report is for the cayman united plate.

Event description:
A company representative reported that two sahara self-starting screws were not able to lock with a cayman united plate intra-operatively. The procedure was completed successfully with a 30 minute surgical delay and no adverse consequence to the patient. This report is for the cayman united plate.

Manufacturer narrative:
Additional data: d4, d9, h3, h4. H6 coding has been updated to reflect completion of the investigation.